Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed, and it was noted that at power up, the pump alarmed se 21502-flange sensor failure. After bypassing the se 21502 alarm and performing calibration steps, the pump passed the test, but it still displayed a flange sensor failure alarm. A review of the event history log (ehl) revealed flange sensor failure messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. To resolve this issue, the mechanism and flange assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: (B)(6). G1: device manufacturer address 2: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed a system error 21502 (flange sensor failure). This was observed by the biomed service department, during transport to the care unit. The power was cycled, and the pump displayed the same error when turned back on. There was no patient involvement. No additional information is available.